Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the actuator mandrel separation and atrial septal defect. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced to the left atrium via right groin access without issue. M knob and posterior guide torque were applied and the cds was advanced to the valve. The grippers were raised and the clip was unlocked. When attempt was made to open the clip arms, it would not open. The physician had turned the arm positioner one and a half turns. To troubleshoot, the grippers were cycled when the clip popped open to an estimated 120 degrees. The physician reported that he did not get to the step to lock the clip before clip had opened. It was then noted that the actuator mandrel was no longer attached to the clip. The clip was retracted to the sgc tip via the lock line. Left groin access was then obtained and a guide wire was advanced across the septum next to the sgc. A 14 french balloon dilatation catheter (bdc) was advanced to the septum and dilated the septum to allow for passage of the open clip. The bdc was removed and the sgc was retracted with the open clip across the septum into the right atrium and down to the groin. A new sgc and new cds were advanced to the left atrium via the left groin access. The atrial septal defect was closed with a septal occluder. Mr was reduced to grade 1 with the single clip. The first sgc and clip were then fully removed from the patient via the right groin. Pressure was applied and the access sites were sutured. The patient is doing great. After the procedure ended, the physician reflected that it felt harder than usual to turn the cds handle at the beginning of the procedure when they were superimposing the clip. The following day, the patient was discharged home from the hospital with mr grade 1. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported clip jumpiness, clip actuation difficulty and premature deployment could not be replicated in the testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, the reported clip jumpiness, clip actuation difficulty and premature deployment were confirmed based on the observed broken actuator coupler. The observed material deformation (harness), deformation of l-lock tabs, scratched l-lock tabs and scratched actuator coupler appear to be a result of procedural circumstances. The observed broken lock line, scratched delivery catheter (dc) handle coupler and material separation (gripper lever cover) appear to be an outcome of user technique however, this cannot be confirmed. The reported atrial perforation was a result of procedural circumstances and as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the broken actuator coupler appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Device code 1157 removed.